Event description:
Immediately following surgery, both bovie pads were removed from left thigh. Lower pad site intact. Upper pad site had one open, black area that looked like a skin tear surrounded by pink healthy skin. Three blistered areas that remained closed. Physician notified; bacitracin applied per physician order. All equipment involved (including both bovie pads) gathered and turned into biomed for eval.

Manufacturer narrative:
Per request, all questions are to be directed to director of clinical engineering. Director of clinical engineering was contacted and information gathered in regards to the reported event. He states that the grounding pads were incorrectly placed on the pt creating a "leading edge effect" which resulted in burning the pt. He also mentioned that the MFR had preventative maintenance performed prior to the reported event; the co met all specifications. After the reported event took place, the co was again subjected to a preventative maintenance evaluation where it met all specifications. To support the director's statements and the co functionality, he provided an incident investigation report (see enclosed). User facility submitted medwatch report to FDA. Any add'l info obtained regarding report 1720159-2007-00013 will be forwarded to the FDA.